Event description:
A customer reported when they used excel off brand reagent strips they received erratic results. Examples were 226 followed by a 328 mg/dl. These results could be clinically significant if acted upon. While on the phone a review of the system was attempted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer also stated that the pt was provided the elite system when their kidneys failed and medicare set them up to receive the off brand reagent. The customer did not have the check strip to evaluate the system. Also the customer has lost faith in the system and would like it replaced. A request was made to return the system for evaluation and a replacement unit was provided.